Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. No intervention has been performed and the ICD remains implanted and in service. No adverse patient effects were reported.